Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the coronary artery. A 16x2.50 omega¿ stent was selected for use to treat the target lesion. However, during the procedure, the stent was ¿disengaged¿ from the delivery balloon and stayed in the femoral artery. The procedure was completed with a 3.5x12 omega¿ stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The stent was not returned for product analysis. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic examination revealed that the balloon was loosely folded, which is an indication that positive pressure was applied. The balloon folds and impressions from the stent were present on the balloon. There was no damage or irregularities in the balloon material. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device revealed no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the coronary artery. A 16x2.50 omega¿ stent was selected for use to treat the target lesion. However, during the procedure, the stent was ¿disengaged¿ from the delivery balloon and stayed in the femoral artery. The procedure was completed with a 3.5x12 omega¿ stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.